Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges patient has experienced elevated blood glucose levels; exact readings were not provided. Caller alleges the logbook of the handset contains examples where entries have been randomly edited. Caller stated there are numerous pencil symbols next to blood glucose test results, carb entries and bolus amounts, and also bolus amounts and carbs allegedly missing from the logbook; she has never over ridden what bolus advice has recommended. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.